Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract. Pod was not worn.

Manufacturer narrative:
The device was received undeployed. The needle could not fail to retract, for the needle did not deploy. A rotational sensor error caused the priming sequence to complete earlier than expected. Contamination coated the commutator cap, and the contamination is attributed as the cause of the rotational sensor errors observed.d4 - serial no changed from (B)(6). Unique identifier (UDI) # changed from (B)(4).